Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). In a follow up call to the facility, the reporter stated the event occurred around 5 pm on (B)(6) 2013. The pt was on two drips with two pumps. The reporter, who was also the pt's nurse when the event occurred, was at the nurse's central station when she noticed the pt's blood pressure was rising. She went over to the pump and saw that the rate of the pump was changed from 38 cc/hr to 500 cc/hr. Additionally, the volume to be infused (ctbi) was increased to 800 cc. She immediately pushed 'stop' on the pump. When she asked the other nurses on the floor if anybody had changed the pump settings, the other nurses all stated they did not make any changes. The reporter also confirmed that no adverse reactions experienced by the pt. The actual pump involved in the event was returned for eval. (B)(4). The pump was tested three times for volumetric accuracy of 30 ml at 98.13 ml (piggyback) and 500 ml/hr at 64.41 ml (main) with results as follows: 1st test: 166 ml or 102% of expected volume in 3 hours 23 minutes 59 seconds; 2nd test: 165 ml or 101% of expected volume in 3 hours 23 minutes 59 seconds; 3rd test: 166 ml or 102% of expected volume in 3 hours 23 minutes 59 seconds. The pump's test results were within specification. The pump's operational log was reviewed. On (B)(6) 2013, at 2:51:22 pm, the pump was powered on. At 3:41:12 pm the pump was reset back to previous setting for piggyback. The previous setting was set at 100 ml at a rate of 100 ml/hr which was set on (B)(6) 2013 at 4:48:20 am. At 3:41:40 pm the pump was restarted at the rate of 19 ml/h then the pressure alarm was on at 3:42:06 pm. Pressure alarm at level 1, the infusion stopped at 3:42:07 pm and the alarm was confirmed with 0.06 ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min at a rate of 25.0 ml/h. At 3:44:01 pm, the pump restarted, 16 seconds later a pressure alarm occurred and the infusion was stopped at 3:44:18 pm. The alarm was confirmed with 0.01 ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min at a rate of 25.0 ml/h. At 3:44:30 pm, the pump was restarted, 15 seconds later a pressure alarm occurred, the infusion was stopped at 3:44:45 pm and the alarm was confirmed with 0 ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min at a rate of 25.0 ml/h. At 3:44:52 pm, the pump was on standby. At 3:45:40 pm the new rate was set to 28 ml/hr and the pump was restarted at 3:45:44 pm. The infusion ran for just ten seconds, then a pressure alarm occurred and the pump was stopped at 3:44:55 pm with 0 ml infused. Infused volume cannot be accurately calculated, per the user manual volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min at a rate of 25.0 ml/h. At 3:59:20 pm, the pump restarted with new rate of 45 ml/hr, then at 4:01:45 pm the new rate was again set to 30 ml/hr; 1.8 ml was infused or 100% of expected volume. At 7:18:00 pm, the secondary infusion completed with 98.2 ml infused or 100% of expected volume. The automatic turned-over to primary infusion at the rate of 500 ml/h occurred. On (B)(6) 2013, the rate of 500 ml/h was set for primary infusion at 4:47:53 am. Then the infusion was stopped by the user at 7:25:44 pm with 64.41 ml infused or 100% of expected volume. Based on the results of this investigation, the pump operated as intended and the reported event could not be reproduced. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the pump device MFR. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: rate on pump was set at 20 milliliter per hour - low rate. Suddenly pump at 500 mkls per hour rate. Increased but nobody increased the rates. Pt was on vital signs every five minutes, so the nurse noticed the change immediately.